Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1992, awareness date 20-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer stated she had an auto immune issue being compromised by essure. Plus one coil fell out 4 days later. She bled for 8 months. She bled so much continuously because she gave birth, got depo shot, and had essure put in. Then one fell out. It was only partial piece of the device according to the pictures of a full essure. She will see a surgeon for testing soon for tubal removal and/or hysterectomy. She was already being monitored for fibroid cysts of her breast and cervical cancer. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one coil fell out 4 days later. It was only partial piece of the device according to the pictures of a full essure. This event, interpreted as device breakage is unlisted in the reference safety information for essure. In this particular case it is not clear when the device breakage occurred. However, considering the nature of this event and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one coil fell out 4 days later. It was only partial piece of the device according to the pictures of a full essure. This event, interpreted as device breakage was considered listed upon receipt of the product technical analysis. In this particular case it is not clear when the device breakage occurred. However, considering the nature of this event and lack of alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.